Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022 at 13:30, the patient's parent noticed the patient was sleepy and speaking indistinctly. The patient¿s cgm displayed 124 mg/dl; a bg was performed which was 354 mg/dl. The parent administered 1.9 units of insulin and at 15:51, the patient¿s bg was 187 mg/dl and stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b and c zone of the parkes error grid. No additional patient or event information is available.